Manufacturer narrative:
Concomitant medical product: 690r30 heart ring, implant date: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that vegetation was seen on echocardiogram on the right ventricular (rv) lead approximately four months post implant. Cultures were taken and antibiotic treatment was required. The rv lead and implantable pulse generator (ipg) were explanted and a temporary lead was placed. No further patient complications have been reported as a result of this event.